Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the unit was received at the service center for evaluation and repair. We were unable to verify the defect described by the customer. We identified a different defect and repaired it using the measures listed in the "proof of repair". Mechanical upgrade performed, unit is not calibrated correctly, defective motor, cable replaced, keypad faulty: replaced, keyboard pcb replaced, unit cleaned, functional test performed, hipot test completed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Elsg repair. The 283512 micro handpiece (B)(4). Description of fault: shaft locking defective. Description of failure: no other information available. Device error message: no other information available. Indication: when was the problem discovered? Pre-operatively. Surgical delay? Unknown.